Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had alarmed off no power. Customer was assisted with troubleshooting for alarm. Customer's blood glucose was 76 mg/dl at the time of incident. It was stated that no low battery alert was received prior to the off no power alarm. It was also stated the insulin pump was not dropped, that there were no unattended alarms, and that the battery cap was not damaged. It was the second occurrence of off no power alarm without a low battery warning. It was indicated that a replacement insulin pump will be sent and that the broken insulin pump will be returned for analysis.